Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-apr-2018 with the following findings: a review of the prime history showed evidence of 1.0 unit primes, and the fill cannula was not completed every 3 days. A prime and fill cannula was completed for testing purposes and both were accurately recorded in the prime history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. The prime history did not accurately depict the patient's infusion set changes every three days. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.